Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had unexplained reboot. The customer¿s blood glucose level was 250 mg/dl at the time of incident. Customer stated that the screen of insulin pump went dark and then rebooted. The insulin pump will be returned for analysis.